Event description:
The pump overinfused and the pt received an overdose of medication. A 60cc syringe was filled, and after 40 minutes the nurse responded to a pump alarm and the syringe was empty. The pt's status was not reported, however, the pt was given narcan.

Manufacturer narrative:
MFR's report date 10/25/96. The unit was returned and complete visual and functional testing was performed with no fault found. The pump was found to meet all mfg specs. It was noted that the pump was tested at the user facility and they were unable to duplicate the reported failure. This entire medwatch report was completed by the MFR.